Manufacturer narrative:
The reported issue of damaged sears (older style) found during fleet assessment was confirmed on this pump module received. The sear¿s left leg had broken off and the breakage was similar to photo 2 in the risk assessment of sear leg breakage. The customer was reportedly using an un-approved chemical, caviwipes cleaner and disinfectant wipes on the alaris system, which was noted in the attached site visit report (ssmhealthcardinalglennonchildrenshosp_cpctpcsitesummary_201805.pdf). The investigation did not find obvious signs of damage from chemical attack. Engineering¿s past investigation, for the issue of sear damage, identified the design of the sear could use improvement due to it being susceptible to experiencing damage during the door closing process if not in proper alignment. Their finding resulted in a new sear released that improved its robustness. The new sear design went into production on 10/apr/2015 after the manufacture of this returned pump module. As part of a continuous improvement project, the updated sear (tc10008276) increased the material thickness in the hinge and legs to increase the strength in those areas. The set screw has also been removed and replaced with a molded in feature to eliminate involuntary movement of the set-screw. A new sear kit was released (49000396) in may of 2017 when only the sear is in need of replacing as opposed to the entire door latch assembly. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported damaged sears (older style) were found during a fleet assessment, and requested a cad investigation for a failure rate which was higher than expected with this part. There was no report of patient involvement.

Manufacturer narrative:
The reported issue of damaged sears (older style) found during fleet assessment was confirmed on this pump module received. The sears left leg had broken off and the breakage was similar to photo 2 in the risk assessment of sear leg breakage. The customer was reportedly using an un-approved chemical, caviwipes cleaner and disinfectant wipes on the alaris system, which was noted in (B)(6). The investigation did not find obvious signs of damage from chemical attack. Engineerings past investigation, for the issue of sear damage, identified the design of the sear could use improvement due to it being susceptible to experiencing damage during the door closing process if not in proper alignment. Their finding resulted in a new sear released that improved its robustness. The new sear design went into production on 10/apr/2015 after the manufacture of this returned pump module. As part of a continuous improvement project, the updated sear ((B)(4)) increased the material thickness in the hinge and legs to increase the strength in those areas. The set screw has also been removed and replaced with a molded in feature to eliminate involuntary movement of the set-screw. A new sear kit was released ((B)(4)) in may of 2017 when only the sear is in need of replacing as opposed to the entire door latch assembly. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported damaged sears (older style) were found during a fleet assessment, and requested a cad investigation for a failure rate which was higher than expected with this part. There was no report of patient involvement.